Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during fill 2. The home patient (hp) stated that the hc alarmed se 2367 while in fill 2. The baxter technical service representative (tsr) had the hp power cycle the hc and the hc proceeded to press go to start. The tsr had the hp review the alarm log and the alarm log displayed se 2240. The hp stated that the heater bag was not connected properly and leaked on the floor. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. The heater bag was not connected properly. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and they would finish therapy with new supplies. The tsr informed the hp to start over with new supplies and inform the registered nurse (rn) of the se 2240. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012, and she was unaware of the patient having had that alarm. She would discuss the alarm with the hp the next time she sees them. As far as she knows they have been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the hp on (B)(4) 2012, and she said she was able to resume therapy after starting over with new supplies. She had accidentally hooked up one of her bags incorrectly and so some solution leaked on the floor. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was loose connection. The label review found the labeling adequate for the suspected use error in this complaint.